Event description:
The user facility reported that the tracheal intubation fiberscope lighting mount was damaged. The device was returned to an olympus service center for evaluation. The device inspection confirmed the reported lighting mount damage; and additionally, found the image guide insertion tube coating was peeling. This report is being submitted for the reportable malfunction of image guide insertion tube coating was peeling. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device evaluation also found the adhesive rubber was chipped, the angle wire was stretched, and the angle lever paint was peeling. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The aware date should be 19-jan-2022. H4: this information has been requested. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. It is recommended that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.